Manufacturer narrative:
Concomitant medical products: adaptor, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) and a superior vena cava (svc) lead impedance warning for high undefined impedance on the rv lead. Detections and alerts were programmed off. The rv lead was subsequently explanted and replaced. During the explant of the rv lead, the atrial lead pulled back in the svc and dislodged. The atrial lead was also explanted and replaced. It was also noted that the left ventricular (lv) lead threshold increased. The lv lead remains in use. No patient complications have been reported as a result of this event.